Event description:
Customer called to report a pt suffering anaphylactic shock during a cellex treatment procedure. Name and function of complainant: same as reporter. Customer reported incident happened on (B)(6) 2013. At 10 minutes of treatment remaining, after injection of uvadex to treatment bag, pt reported itching in throat. Allergic reaction (anaphylactic shock) developed, pt was found to be haemolytically instable, was hospitalized in intensive care unit until the next day. Pt was administered prednisolone, harigin and cortisone. As reaction occurred after uvadex injection, initially the physicians thought that uvadex caused the allergy. After eval of the blood sample taken on (B)(6) 2013, uvadex was excluded as possible cause. Blood samples revealed ethylene oxide (eo) levels considered by allergist sufficient to cause allergic reaction. Eo is used in the sterilization process of therakos kits. Customer will not return product for investigation. Volume of uvadex was requested but unk. Photoactivation time requested and unk. Pt is well today.

Manufacturer narrative:
Batch record review of lot a329 was conducted. A review of lot a329 was performed and there was one non-conformance, not related to this case, (B)(4), for extended bi incubation. Lot met release requirements. An investigation was initiated to review the sterilization processing records for lot a329. As part of the investigation, a retain sample from lot a329 was submitted to a contract lab for ethylene oxide residual (eor) testing on 09/21/2013 for baseline info. The eor level obtained for lot a329 kit (1.2 mg/device) is within the spec limit for cellex devices which is nmt 15 mg/device. There were no issues during processing of lot a329 that would have an impact on the eor level of the kits. This is considered an isolated incident as review of past customer events for the last three years sowed no other occurrence. The assessment is based on info available at the time of the investigation. No product return was received by the customer for investigation. (B)(4).